Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh which is off-label usage of the device on 02-02-2023. It was indicated that the patient wore the sensor beyond its intended use, which is misuse of the device. It has been reported that there was a difference in readings of 70-100 points. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.